Manufacturer narrative:
The insulin pump was received with a failed battery test alarm after battery change due to a corroded battery tube. There was no unexpected off no power, low battery, weak battery, or battery out limit alarms noted. The device was unable to be checked for operating currents due to the failed battery test alarm. The unit also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that the insulin pump keeps alarming with failed battery test. The patient's blood glucose at the time of incident was 275 mg/dl. Troubleshooting was initiated for the failed battery test. The customer stated that the pump alerts with low battery even though the pump displays full battery life, and that batteries do not last more than a week. The customer does not recall any significant events leading to the battery issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.